Event description:
It was reported that the ventilator was operating fine initially, but the patient had quite a bit of liquid secretions. After awhile, the tidal volumes would fluctuate between 3000 and 47 with audible alarms. They continued to flip flop back and forth, so the crew changed the ventilator circuit, but the problem continued. They eventually removed the patient from the ventilator and manually ventilated with a bag-valve device. No patient harm reported.

Manufacturer narrative:
Na